Event description:
It was reported that the customer alleged that their units had sharp edges on their litter skins. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: litter.